Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 169 mg/dl. Customer reports they are unable to clear the alarm. Customer advised the insulin pump will need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.